Event description:
Autosuture dst series eea 28mm with 4.8mm staples is used for bowel anastomosis. The anvil is inserted through the opened end of the proximal colon and this is sealed with a gia linear stapling device. The anvil was brought through enterotomy created at the anterior staple line. The device was inserted per rectum and the pin is discharged and the anvil is connected and the two ends are brought into approximation. The device was fired. No staples were emitted and incomplete anastomotic rings noted.